Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the reported issue. The se replaced the inspiratory flow module printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, the 980 ventilator generated an error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.